Manufacturer narrative:
Device 25 of 30. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
In (B)(6) 2019, the end user had 3 boxes in which all of the wafers had an off-centered starter hole. The products were not used and were discarded. No photo is available at this time.